Manufacturer narrative:
(B)(4).

Event description:
A problem was reported. Patient reported their first device did not work. According to the patient she had one in for three years but, the first one did not work; it did not work at all. System used to deliver bupivacaine, morphine. A follow up have been requested but no additional information had been provide as of the time of this report. If additional information becomes available a report will be provided.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Additional information reported that on (B)(6) 2009 the patient¿s first implanted pump ¿didn¿t work¿ and ¿never work for the whole two years¿. It was reported that the patient was instructed not to take oral medication after the first pump placement. It was noted that patient's oral medication usage increased after traveling. It was noted that the healthcare provider (hcp) and patient discussed pain medicine for one year and the patient switched hcp.